Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient via healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Hcp was calling for MRI eligibility for patient with a 97714 ins. Patient mentioned that the ins was not working anymore. Patient did not bring the patient programmer to the hospital as the patient indicated that the ins was not working anymore. However, this could not be verified as no patient programmer or clinician programmer was available. Based on the implant date, the ins could still function (if not completely depleted or had 3 over discharges). For this system it is needed to activate MRI mode before performing an MRI conditional scan. It was important that it is verified if the ins was still functioning and if it can be interrogated and/or recharged before an MRI conditional scan can be performed. It was advised to contact the managing physician or the medtronic representative. They were going to discuss this with the patient. Additional information was received from the patient (pt) on (B)(6) 2023. The patient reported that they had not charged for a significant time. It hurt where the battery was located when they'd lay on it to charge. The issue was not resolved. They planned to see the surgeon for a replacement.